Event description:
Used laser intra-op with olympus flexible ureteroscope. The scope lost pictures and when scopes were removed, a hole near tip of both scopes was noticed on each one. Manufacturer response for scope, su-200, 200 micron bare holmium fiber (per site reporter): unknown.